Manufacturer narrative:
(B)(4). This report was filed by the MFR. H3: the device was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.

Event description:
Customer reported in the oicu, when disconnecting a 10 ml syringe, the smartsite valve broke apart. No pt harm reported. No further pt/event info was available.